Event description:
The physician had inserted the needle close to the clavicle. During threading in the cvp catheter, the physician met resistance and pulled the wire guide out [not the cvp catheter]. During x-ray the following day, it was noted that the wire guide had sheared off in the pt. While there were no direct adverse effects to the pt, the pt had to go through an unplanned procedure.

Manufacturer narrative:
No product was returned to assist in our investigation, however, we can advise this device is inspected 100% by quality control personnel, verifying the device is free of bends, kinks and other surface imperfections prior to further processing. Based on the info provided, this is most likely procedurally related either due to tortuous anatomy or the more likely scenario, the device caught on the catheter during withdrawal. We will continue to monitor for similar complaints.